Manufacturer narrative:
Bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set on one patient, 2 devices exhibited a flow issue where flow would cease once blood reached the np needle end. No patient impact reported.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set on one patient, 2 devices exhibited a flow issue where flow would cease once blood reached the np needle end. No patient impact reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.b medical device type: fpa. E.4: the initial reporter notified the FDA on unknown-oct-2025. Medsun report#: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.